Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, incident of total sponge ebl was below low end of bland altman. Customer stated that they had several sponges with obvious blood but came back as 0ml and 1ml. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, incident of total sponge ebl was below low end of bland altman. Customer stated that they had several sponges with obvious blood but came back as 0ml and 1ml. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.